Manufacturer narrative:
B4; g1, 3, 6; h2, 3, 6. H3: the information reported to and investigated by ge healthcare (gehc) did not indicate the mr system contributed to the event and was due to failure of staff to follow the correct procedure. Gehc determined the root cause to be inappropriate clinical decision (use error). The signa voyager 1.5t operator manual provides sufficient information regarding patient screening and for system information to determine whether mr-conditional criteria are met. No further actions are planned by gehc.

Manufacturer narrative:
No additional patient information was provided to general electric healthcare (gehc). D: no additional device identification information was provided to gehc. E: no additional initial reporter information was provided to gehc. G2: report source other, medicines & healthcare products regulatory agency (mhra), united kingdom (UK). H4: no device information was provided to gehc to identify date of manufacture. H6: gehc's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. Gehc has requested additional information regarding this event from the report source mhra, UK.

Event description:
It was reported that a patient's cochlear implant was damaged as a result of failure of staff to follow correct procedure.